Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on (B)(6) 2005. According to the complainant, the patient experienced a recurrence of incontinence, urinary problems, chronic infections, pain, and dyspareunia. The exact nature and date of onset of these symptoms are unknown. All other information is unknown and reportedly unavailable.